Event description:
It was reported to boston scientific corporation that a resolution clip devices was used during an upper gi procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was not able to be separated from the delivery catheter during the deployment process. Reportedly, the clip only partially closed onto the target tissue. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. Additionally, the scope was not in a retroflex position and there was a delay of between one and five minutes in the case. No patient complications resulted from this event. The patient¿s condition was reported to be fine following the procedure. Attempts to obtain additional information regarding additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an upper gi procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was not able to be separated from the delivery catheter during the deployment process. Reportedly, the clip only partially closed onto the target tissue. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. Additionally, the scope was not in a retroflex position and there was a delay of between one and five minutes in the case. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule and were bent. The over sheath was accordioned near the sheath grip. The condition of the returned device was consistent with the complaint of clip failure to release from catheter and failed to open/close; the complaint was confirmed. However, review and analysis of all available information fails to indicate root cause or probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The reported event of clip failed to separate from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.